Manufacturer narrative:
Continuation of d10: product ID l-envpro-16 (lot: 0011821338); product type: 0195-heart valves; implant date (B)(6) 2024. Product ID envpro-16 (lot: 0011880451); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an evolut valve failed after 16 months of implantation. The implanting physician confirmed the valve failure, a lthough the cause was not specified. The valve was identified as the vlv evolutpro-29. It was noted that the valve would be replaced in the future by a medtronic product.